Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A1 - patient identifier: added patient's initials

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.